Event description:
While attempting to secure a parietal/occipital bone flap after a neurosugical procedure, eight 1.7 x4 mm, auto-pilot self drilling screws broke during screw insertion. The doctor commented that the pt had dense bone. The screws were hard to start. Alot of axial force needed to be applied to get the screws to initially penetrate the bone. After 2-3 rotations, the screws sheared in half at the point where the top end of the flute meets the threaded shaft. The proximal end of the screws remained in the pt. The surgeon used mesh and standard bone screws to bridge the defect without replacing the bone flap. No adverse consequence to the pt was reported.

Manufacturer narrative:
Summary of evaluation: co investigation has determined that the screws were manufactured according to specification. The instructions for use for the device contain the following statement: "in very dense bone, it is recommended that the appropiately sized pilot hole be drilled prior to screw insertion." For the event that is the subject of this MDR report, the screw breakage occurred in cranial bone, which is typically dense bone. As far as co knows, a pilot hole was not drilled prior to the use of the screw. Co is not aware of any breakage where a pilot hole was drilled. Upon later evaluation, it was concluded that breakage does not present a risk injury to the pt, and there have been no clinical injuries reported to the co. Co has sent a letter to the users of the device describing co's experience with the device and re-emphasizing the proper instructions for use of the screws in dense bone. Co has also implemented a procedure to share this same information with new customers.